Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2019-12306. It was reported the patient may undergo surgical intervention for an unknown reason. Additional information pending.

Event description:
Further information revealed the patient did not recharge the ipg in four to five years due to charging issues. In turn the ipg was deemed inoperable.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion.  Based on the information received, the cause of the reported incident is related to user error.

Event description:
Further follow-up indicates the ipg was explanted and replaced to address the issue.